Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission, revealed noise on the atrial lead causing auto mode switch episodes. The patient was brought to the clinic for further evaluation. Device reprogramming resolved the noise issue. The patient was doing fine post reprogramming.

Manufacturer narrative:
UDI (di): (B)(4).